Event description:
Related to medical device manufacturer's report #3004742232-2009-00041. It was reported that the orbital atherectomy (oa) treatment procedure with the diamondback device went well from a clinical outcome, but the pt had a post-procedure bleeding complication and at an unspecified time expired due to a retroperitoneal bleed. No problems occurred at any time during the procedure. The lesion being treated was 2cm long, 98% focal, and calcified. It was located in the 6mm diameter mid-superficial femoral artery (sfa). The physician used a 7f/45cm introducer sheath from a contralateral approach to reach the target lesion. He then performed three 50 second runs on low and medium speeds with the total spin time less than 3 minutes. There were no pt complications during the procedure. The result was a stand alone intervention requiring no adjunctive devices, with very little residual disease. Additional information has been requested regarding this event, but none has been received at the date of this report. The relationship between the device performance and the subsequent pt death, if any, is unk at this time.

Manufacturer narrative:
Device analysis: the device was discarded following the procedure; therefore, an analysis of the actual complaint device is not possible. A review of the material inspection record for this device was not performed as the device lot number is unk. The root cause for the reported event is unk.